Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03507 / 1825034-2016-04286).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately seven years post-implantation due to patient allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, and metal debris. The head was removed and replaced with a dual mobility system. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports were provided and noted that the plaintiff was indicated for revision for continued pain, lack of mobility and elevated metal ion levels. The operative report also noted the appearance of possible metal reaction and corrosion on the trunnion.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately seven years post-implantation due to patient allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, and metal debris. The head was removed and replaced with a dual mobility system. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports were provided and noted that the plaintiff was indicated for revision for continued pain, popping of the hip, lack of mobility and elevated metal ion levels. The operative report also noted the appearance of dark fluid and possible metal reaction as well as corrosion on the trunnion.

Manufacturer narrative:
(B)(4). Multiple reports were submitted for this event. Please see reports: 0001825034-2016-03507, 0001825034-2016-04286. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant products: part: 157444 name: m2a-magnum mod hd sz 44mm lot: 792700; part: us157850 name: m2a-magnum pf cup 50odx44id lot: 956660; part: x180307 name: bi-metric/x por nc 7x115 lot: 222780.